Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received inappropriate shocks and was taken to the hospital. In the ambulance, the patient was subjected to external shocks. The device was found in backup vvi mode with no high voltage therapy. The device was to be replaced once the patient's condition stabilized. It was later reported that the patient expired and cause of death was unknown.